Event description:
An abdominal stent graft aortic cuff was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt had a relatively short and angulated infrarenal aortic neck. It was reported from another manufacturer that approx 53 months ago, the other manufacturer's stent graft was implanted however there was a type I endoleak. Another manufacturer's aortic extender component was placed, but the endoleak did not resolve; therefore, an aneurx aortic cuff was also placed. Upon deployment of the aneurx aortic cuff, the device moved proximally covering the right renal artery and partially covering the left renal artery. The physician made multiple attempts to cannulate the left renal artery via the left and right femoral sheaths, as well as through the brachial approach; however, all were unsuccessful. The physician elected to remove all the stent grafts and surgically convert the pt to an open surgical repair using a 22mm dacron graft. The device was discarded by the user facility. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results and conclusion: short and angulated infrarenal aortic neck, endoleak, device was discarded.